Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During device preparation, the lead was tested and it was noted that the helix required too many turns to extend. The lead was discarded and a new lead was implanted. The patient was in stable condition.